Event description:
It was reported that the patient had his device explanted in (B)(6) 2012 because of an infection. It was further noted that the patient was "going to have a new system implanted" and that he was interested in a rechargeable system. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Subsequent information received reported that the lead was explanted on (B)(6), 2012. The patient was scheduled for a routine device replacement when the lead was discovered to have some type of decay. The lead was returned to the manufacturer for analysis. The patient did not require hospitalization, there was no patient injury and the patient recovered without sequelae. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7436, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3387s-40, lot# v009321, implanted: (B)(6) 2006, product type: lead. Product ID 3387s-40, lot# v009322, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# v009322, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported that in (B)(6) 2012 the patient's third battery pack was removed due to an infection at the battery site. The surgery was scheduled for a battery replacement but the surgical procedure was interrupted when it was discovered that the wires connected to the battery had disintegrated into a powdery substance. It was noted that the manufacturing representative was present for the surgical procedure and also noted that neither the healthcare professional nor the manufacturing representative had seen such a phenomena. A 3rd surgery was scheduled to remove all the material originally implanted in brain due to advice from an infectious disease specialist.

Manufacturer narrative:
Product ID 748240, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type extension. Product ID 748240, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type extension. Product ID 7436, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type programmer, patient product ID 3387s-40, lot# v009321, serial# implanted: (B)(6) 2006, explanted: product type lead. Product ID 3387s-40, lot# v009322, serial# implanted: (B)(6) 2006, explanted: product type lead. (B)(4).

Manufacturer narrative:
Product ID 3387s-40, lot# v009322, implanted: 2006-(B)(6), explanted: 2012-(B)(6), product typ lead. (B)(4): analysis of the lead, model 3387s-40, found no significant anomalies. The proximal end was stretched.